Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ion selective electrode (ise) results for two patient samples and for qc material. Data could only be provided for one of the patient samples. The initial sodium result was 154 mmol/l and the repeat result was between 130 and 139 mmol/l. The initial potassium result was between 5.9 and 5.0 mmol/l and the repeat result was 4.2 mmol/l. The initial chloride result was 114 mmol/l and the repeat result was 103 mmol/l. The repeat testing was performed on a different module and was believed to be correct. The initial results were reported outside the laboratory. The patients were not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found there was a clot in the system. He checked and flushed the system. He ran and checked the calibration, qc and precision testing which were all within specifications.

Manufacturer narrative:
The investigation could not determine a specific root cause due to the limited information provided by the customer. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation time.